Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient saw their deep brain stimulation (dbs) physicians about 3 months ago. The nurse mentioned they recorded abnormal impedance at contact 9 but not the details on actual impedance number. They stated the patient is not using this contact for their active programming. The cause of the impedance is unknown.